Manufacturer narrative:
Block h6: device code a1802 captures the reportable event of foreign matter. Block h11: investigation results the product was not returned for analysis and discarded at the facility therefore technical analysis could not be performed; however, an image was provided by the customer depicting a hair adhered to a piece of surgical tape. With all the available information, boston scientific concludes that the reported event is most likely due to the foreign matter being transferred on to the device from a surgical glove or gown when opening the packaging. Therefore, the most probable root cause is unintended use error caused or contributed to event.

Event description:
It was reported that a uromax ultra dilation balloon catheter device was about to be used during a ureteroscopy procedure. Reportedly, upon opening the uromax balloon a hair was found within the sterile package. Additionally, there was no damage found on the packaging. The procedure was completed with another of the same device with no patient complications.